Manufacturer narrative:
H6: code c21- a review of the manufacturing records for the devices are going to be conducted. The investigation is in process. The devices remain implanted and are not available for analysis. Also was implanted: tgmr404020j/ 24478067 UDI#: (B)(4). Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, early morning, the patient underwent an emergency endovascular treatment for a ruptured descending aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctagac). Two ctags ac were implanted, and the procedure was completed. After entering to the ICU, the patient's blood pressure was found to drop, so the patient re-admitted to the operating room and underwent angiography. However, no endoleaks nor vascular injury were observed. The blood pressure could not be maintained, and the patient subsequently expired. The cause of death is unknown. No autopsy information is available. The physician's comment: re-rupture might have occurred, but it was not clear. The event cause is unknown although it seems not related to the device.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for investigation. Also was implanted: tgmr404020j/ (B)(6) UDI# (B)(4). The cause of death is unknown. According to the physician, re-rupture might have occurred, but it was not clear. The event cause is unknown although it seems not related to the device. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic rupture and death.